Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The lot number reported is for the prolieve catheter which is part of the prolieve thermodilitation kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation that a prolieve kit was used during a benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, during preparation of the device, the prolieve catheter's prostate balloon was leaking. The procedure was postponed until the next day. No patient complications were reported as a result of this event, and the patient's condition was reported as "stable."